Event description:
Additional information received 18mar2020 clarified it was the metal stiffener that got stuck in the catheter, not the flexible stiffener. The device was replaced with a similar device to complete the procedure.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Additional information: b5. H6 -additional methods code: device not returned (4114). Investigation ¿ evaluation. It was reported that the metal stiffener within a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter could not be removed from the catheter. This incident was reported by bemel logistics / advanced, in colombia. The device was removed, and another was placed to successfully complete the procedure. No adverse effects were reported. The complaint device was not returned to cook for investigation. Due to this, no dimensional, visual, or functional analysis could be completed. Additionally, a document based investigation evaluation was performed. The risks associated with these devices are acceptable when weighed against the benefits. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device history record (DHR) for the device lot and relevant subassemblies revealed no relevant nonconformances. A database search revealed no other complaints have been reported for the device lot. Due to this information, there is no evidence suggesting that nonconforming product from this lot exists in house or in the field. The product instructions for use (IFU) provides the following information to the user related to the reported failure mode: how supplied: "upon removal from package, inspect the product to ensure no damage has occurred.¿ a CAPA is currently opened to investigate this failure mode and the activities remain ongoing. Based on the information provided, no returned product and the results of the investigation, a definitive cause could not be established. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, a (B)(6) year-old male patient required the placement of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for a nephrostomy procedure. The operator reported that while trying to remove the stiffener from the catheter, the stiffener was stuck inside the catheter. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.